Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that the insulation was abraded at 34.1 cm to 34.5 cm from the distal end. The abrasion is consistent with constant friction with the device can.

Event description:
This report is to advise of an event observed during analysis.